Event description:
It was reported the stylus requires excess pressure to navigate around the programmer screen. A new stylus was attached and calibrated, with no improvement. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the stylus was unable to select anything on the programmer screen. It was also noted that there were cracked solder joints on the electrocardiogram (ECG) connection. (B)(4): analysis found that the radiofrequency (rf) head cable tested out of specification.